Event description:
Event was determined to be reportable based on analysis completed on 08/20/2008. It was reported that prior to a percutaneous coronary interventional (pci) procedure, the spring tip of the forte floppy guide wire was noted to be stretched following removal from the packaging hoop. The device had no contact with the patient. The procedure was completed with another of the same device. Analysis revealed fractured core wire.

Manufacturer narrative:
Visual examination of the returned device revealed fracture of the core wire between the distal and intermediate coil to core wire joints. The non-destructive nature of this investigation prevents identifying the exact location and characterization of the fracture. The coil wraps present breaks in coil alignment at 1.55cm, 1.56cm, 1.59cm, and 1.82cm for the distal tip, between the distal and intermediate joints. Additional damage was noted of minute scratches on the coil surfaces, indicative of tool marks-possibly from a forceps or other clamping device. The complaint narrative does not indicate how the device was removed from the dispenser assembly. Testing has demonstrated that removing the device from the dispenser assembly by pulling the wire distally while grasping the coil increase the risk of damage to the distal coil region. The device instructions for use (IFU) only cautions the user to "remove the guide wire carefully from the carrier to reduce the possibility of damage to the distal tip," but does not provide a recommended method. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to user handling.